Event description:
It was reported that the rod would not pass through the screw heads while attached to the rod inserter. No patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Visual review did not identify functional or material issue with respect to the returned instruments. Inserters functionally tested for proper alignment with g1836 arc trajectory gage; both inserters passed. Additionally, the returned instruments were evaluated for functional usage with a sample rod and two sample mas's. The sample rod was able to be inserted through the sample mas heads without issue utilizing the returned inserters, extenders and inner sleeves. Unable to replicate customer concern. After visual and functional evaluation, the instruments appear to be capable of performing their intended function.